Manufacturer narrative:
The hill-rom tech found there was a short in the communication cable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the communication cable to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit will not alarm at the nurse's station. The bed was located at the account. There was not pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).